Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported.